Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 590cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced high implants that would not drop with bilateral pectoralis muscle and breast pain. Subsequently, she was diagnosed bilateral baker grade IV capsular contracture of the breasts by a medical professional. As a result, the patient underwent bilateral removal and replacement wit 500cc mentor memorygel breast implants on (B)(6) 2024.